Event description:
It was reported that the patient received an "in the box" icon on her patient programmer and was unable to adjust stimulation. The patient had not seen that icon before and stated, she always charged her device and used the patient programmer to adjust it. The patient was able to use the programmer earlier in the day, and the device had not been dropped, gotten wet, or been exposed to any sort of electromagnetic interference. The patient noted, she had not left the house at all that day. The repair department was consulted with and confirmed the icon could only be cleared with the physician programmer. The patient was able to use the recharger to control the implantable neurostimulator (ins) while she waited for an appointment with a company representative. Additional information was requested but was not available at the time of this report.

Event description:
It was reported that the patient had another "in the box" message on (B)(6) 2012. The patient was unable to adjust stimulation and the error message occurred after a recharge session. The patient turned the stimulator off, used the antenna locate feature, used the stop key and then the start recharge button. After attempting to turn the stimulator on again, the patient received the "in the box" message. The patient was instructed not to use the antenna locate feature to see if the issue was related to that function. Additional information was requested.

Manufacturer narrative:
Product ID, 39565-65 serial# (B)(4), implanted: 2011 (B)(6), explanted: na product typ lead product ID, 37752 serial# (B)(4), product typ recharger product ID, 37743 serial# (B)(4), product typ programmer, patient. (B)(4).